Manufacturer narrative:
Device evaluated by manufacturer?because the adverse patient symptoms presented itself sometime after the procedure, the device had already been disposed of per the hospital's standard operating procedure and is not available for an evaluation.no allegation of product malfunction.

Event description:
After a transoral incisionless fundoplication (tif), the patient developed a large pleural effusion and the left lung collapsed. A chest tube was placed in the patient and antibiotics were given. The physician performed a thoracoscopic decortication of the left side with good results. The patient was discharged, however six days later was admitted back into the hospital. There is still some leaking at the gastroesophageal junction and a chest tube has been placed on the right side. The physician is planning on performing a thoracoscopic decortication of the right side.